Event description:
The event involved a plum 360¿ infuser where it was reported the pump did not detect air in line. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Complaint verified. Verified in alarm log n231. Air settings are out of specs. Replaced app pwa. Calibrated mechanism. Mechanism passed. Probable cause damage to app pwa.